Manufacturer narrative:
Result: visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned dry in case and there was evidence of dry clear and red residue. An aq cartridge was returned with no visible damage. (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter stated the surgeon was loading an aq2015a three-piece silicone lens, -23.0 diopter, in the cartridge and noted the lens was torn. There was a patient contact with the cartridge but not with the lens. There was no patient injury and the backup lens was implanted. The reporter stated the cause of the event was unknown.